Event description:
The rescuer was called to a reported heart attack and arrived on the scene approximately 10 to 12 minutes later. The victim was unconscious and not breathing. When attempting to use the AED, the device kept prompting the rescuer to place the second pad after it had already been placed on the victim. The rescuer checked pads placement and it appeared to be correct. The rescuer then began CPR. The emas paramedic arrived at the scene approximately 8 minutes after the rescuer and connected his ECG machine to the victim. The victim was declared deceased.

Manufacturer narrative:
Correction: manufacturing date is 09/29/2010. Device evaluation: the AED used in the rescue was evaluated. The pads used during the rescue had been discarded after the rescue. The AED passed all incoming tests. Thirty (30) second self tests were run for 20 minutes without any errors. Testing to verify the AED could detect impedance accurately was performed and no problems were found. Components that could impact the patient impedance circuit were measured and no failures were found. Visual inspection of the main pcba ECG, impedance, and charging circuits found no defects. A rescue simulation with a defibrillation analyzer was performed in an attempt to duplicate the reported problem. After placement of the second pad following the prompt to "place second pad on lower chest", the AED correctly advanced to the next prompt "do not touch patient analyzing rhythm" and began rhythm analysis. Multiple shocks were subsequently delivered with the AED without any problems. The reported problem could not be duplicated. The device functioned correctly throughout the testing and no software or hardware failures were found.

Manufacturer narrative:
The device was returned from the customer and is being evaluated. The pads used during the rescue were disposed after the rescue and are not available for examination. Evaluation is underway.